Event description:
It was reported that while using the small awl in the sacrum the tip was broken off. The tip could not be safely removed and was left in the sacrum. The screw was placed and the surgery was completed with no further complications. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.